Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to an unlocked keypad connector. The functional testing could not be completed due to this anomaly. No cosmetic damage was noted.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 275 mg/dl. The customer stated that she is trying to take a bolus and pressing the up arrow and the numbers don't increase. The customer stated that she dropped the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.